Manufacturer narrative:
Serial #; corrected data: the initial manufacturer report inadvertently did not include the serial number of the device.

Event description:
A review of programming and diagnostic data was performed which found that a faulted system diagnostic test was performed on (B)(6) 2011, which changed the patient's settings. The settings were not corrected until the next visit on (B)(6) 2013.

Manufacturer narrative:
Analysis of programming history.